Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >85% stenosed, de novo target lesion was located in the mildly calcified proximal left anterior descending (lad) artery. After a 6fr non-bsc guide catheter was engaged in the left main (lm) artery, pre-dilatation was performed with a 2x9 mm balloon catheter. A .00x20mm promus element ¿ stent was then advanced to treat the lesion. However, the device failed to cross the lesion and during negotiation, it was noted that the proximal portion of the stent struts were flared up and shaft was kinked. The device removed immediately from patient and additional predilation was performed. The procedure was completed with a 3.5x16mm promus element ¿ stent resulting in timi iii flow confirmed via final coronary angiography. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent struts on the fourth most distal row were raised off the balloon material and bent proximally. This type of damage is consistent with the stent meeting resistance during the advancement of the device. The balloon was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped, evenly folded and was not subjected to positive pressure. A visual and tactile examination of the shaft polymer extrusion found no kinks or damage along the shaft polymer extrusion profile. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The >85% stenosed, de novo target lesion was located in the mildly calcified proximal left anterior descending (lad) artery. After a 6fr non-bsc guide catheter was engaged in the left main (lm) artery, pre-dilatation was performed with a 2x9 mm balloon catheter. A .00x20mm promus element stent was then advanced to treat the lesion. However, the device failed to cross the lesion and during negotiation, it was noted that the proximal portion of the stent struts were flared up and shaft was kinked. The device removed immediately from patient and additional predilation was performed. The procedure was completed with a 3.5x16mm promus element stent resulting in timi iii flow confirmed via final coronary angiography. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is combination product. (B)(4).